Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen cracked after the user dropped the device, leaving the screen unresponsive and the device nonfunctional, with the affected component identified as the touchscreen and the problem characterized as an unresponsive input interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem identified in relation to the touchscreen input failure, with the device problem described as key or button unresponsive and the implicated component being the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.